Manufacturer narrative:
The customer reported complaint for a catheter leak was confirmed during functional testing. A leak was found at the tip to the shaft bond. All catheters are 100% leak tested by subjecting them to pressure test during manufacturing. However, the leak may be due to a latent manufacturing defect. Visual inspection of the returned catheter was performed. The catheter was received with accumulated blood on the balloons, shaft, and lured tubing's and infusion ports. The balloons were examined and there were no tears, balloons bond detachment or rupture. All lumen flushed as intended. During functional testing, the returned catheter was connected to a pressurized inflation device and pressure was increased up to 100psi. Immediately upon pressurization, a leak was noted at the tip to the shaft bond. The icy catheter instructions for use state that intraluminal leakage will usually be associated with a fluid loss alarm which will stop the system. Always investigate fluid level alarms. The cooling circuit is a closed loop system- usually fluid loss alarms indicate a breach somewhere in this close loop. With any fluid loss alarm, check both the integrity of the catheter and the start-up kit (suk).

Event description:
A (B)(6) male patient was hospitalized post cardiac arrest. The in dwell time of the catheter was 15 hours. No error message was noted on the console. During maintaining phase, the night shift nurse noted the saline bag to be empty. The nurse replaced the saline bag; however, same issue occurred. The catheter was removed and the physician was not able to replace the new catheter due to assumed "tortuous" vessels. At that point, they left the patient to rewarm. The patient is currently (at time of this report) awake and intact, recovering on rehab unit in hospital.